Event description:
The intravascular ultrasound catheter stopped working after one use. The catheter was removed and replaced with another catheter of the same lot with the same result. A different lot was used with success. Manufacturer response for intravascular ultrasound catheter, 2.5 french dual-modality starlight imaging catheter (per site reporter).